Event description:
It was reported that during a therapeutic urological procedure, a cook stent was placed over the sensor guidewire. The inserter became stuck on the guidewire when the stent was about three quarters of the way up the ureter, so the stent and guidewire had to be removed together. Due to the edema in the ureter, access was no longer possible and surgery was required to complete the case.